Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the sensing had decreased and the threshold had increase due to a dislodgement of the right ventricular (rv) lead. The rv lead was repositioned and the electrical parameters were stable and in range. The patient was stable following the procedure.